Manufacturer narrative:
(B)(4). The incident device was returned, evaluated and found to function within specification. Add'l testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. This report was originally submitted under the reporting site registration number. A new 3500a form has been submitted under the MFR site registration number. The new MDR number is 3006451981-2014-00226.

Event description:
The customer reported that during a gastric bypass, oozing occurred although an end tone, indicating a completed seal cycle, was heard. Another device was used to complete the procedure w/o incident. There was no pt injury.